Event description:
It was reported that during a diagnostic egd (esophagogastroduodenoscopy) procedure, while using the device in the patient, the nipple of the flushing pump where the flusher pedal plugs in, broke up inside the machine. The procedure was completed using a back-up device. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d8; d9; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.